Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for excess blood draw with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusions: due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that bd vacutainer® seditainertm tubes for use with the sedi-20 and sedi-40 systems had excess blood drawn. No injury or medical intervention.